Event description:
It was reported that during an unknown procedure, there was a bad connection with the handswitch. Another device was used to complete the case. There were no adverse consequences to the patient reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.